Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won¿t boot up. Fse performed the troubleshooting action and found that the defect in the host pc. The fse replaced host pc and hard disk. After replacement of defective parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.